Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell on an ice patch and the touch screen became shattered. Customer is unable to see the pump touch screen due to the damage. Customer's blood glucose was 150-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.